Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user found that the pivot pin and the jaws were deformed before use on a patient. Therefore, a new unit was used instead. The applier was purchased by the hospital within 6 months.

Event description:
It was reported that the user found that the pivot pin and the jaws were deformed before use on a patient. Therefore, a new unit was used instead. The applier was purchased by the hospital within 6 months.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha wi facility as part of a (B)(4) pc. Lot in july of 2019. Evaluation of the returned instrument shows that the tips are loose and misaligned , and the jaw pivot pin is pushed thru one side of the outer tube assembly. This instrument was disassembled to perform further evaluation and it was found that the drive rod is bent/damaged at the jaw end and the fingers that actuate the jaws were also damaged /smashed. We are able to validate this complaint. We are unable to determine how the drive rod became bent/damaged and for the drive rod fingers to become damaged/smashed and for the jaws to become loose and misaligned and for the jaw pivot pin to be pushed thru one side of the tube assembly but mishandling at the end users facility is suspected. All (B)(4) instruments from the alleged lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for the product line.